Event description:
It was reported that the left touchscreen monitor would freeze or not display live images. This can result in a total loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted during the service call. The system was tested, found to be working as intended and put back into service.